Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (right ventricular failure, pleural effusion, and pericardial effusion) and heartmate 3 lvas, serial number: (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient experienced right ventricular (rv) failure. The patient was reintubated as a result of the rv failure and remained on inotropes. No alarms were reported for this event. It was later reported that the ultimate cause of the reintubation was a left sided pleural effusion and pericardial effusion. The rv failure was not related to the hm3 device. The hm3 device operated as expected. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced right ventricle (rv) failure. The patient was intubated as a result of a left sided pleural effusion and pericardial effusion. The patient remained on inotropes. No additional information was provided.